Event description:
It was reported that during a hal sigmoid procedure, the device ripped. The surgeon was applying pressure on it. It was replaced and a new one was used to complete the procedure. There was no pt impact.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.